Event description:
It was reported that this right atrial (ra) lead showed high pacing thresholds. The patient noticed some shortness of breath recently. The pacing output was reprogrammed, and the ra lead was capturing. At this time the ra lead has been explanted at a surgical intervention and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed high pacing thresholds. The patient noticed some shortness of breath recently. The pacing output was reprogrammed, and the ra lead was capturing. At this time the ra lead has been explanted at a surgical intervention, but it was retained by the account. No additional adverse patient effects were reported.